Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the carelink and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event was performed with multiple device and pump configurations. On samsung galaxy s21 android 15 paired with pump 780g 6.7w using mmm app version 2.9 prod build, the event was reproduced in 2 out of 9 attempts. On a samsung galaxy s10 android 12 paired with pump 770g 5.2a using mmm app version 2.9 prod build, the event was reproduced in 6 out of 9 attempts. Additionally, on a google pixel 6 android 16 paired with pump 780g 6.21u using mmm app version 2.9 us stage next build, the event was reproduced in 1 out of 4 attempts. All the failed attempts resulted in error code 40. In production, uploads are inconsistent and error code 40 reproduces intermittently 20 of attempts. Testing with the engineering build containing the proposed change demonstrated successful uploads. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. Esf: (B)(4). The diagnostic code 40 carelinkuploadfailed was triggered during a snapshot upload due to a network timeout caused by a sockettimeoutexception. This occurs when the http client okhttp waits too long for the server to respond and eventually gives up. This most probable root cause stems from the app's android timeout settings for the network request, which appear to be too short 10 seconds, causing the upload attempt to fail prematurely when the server does not respond in time. During our investigation we found, between july 31 and august 9, we observed a temporary increase in snapshot upload failures from minimed 2.9.0 on android devices, resulting in approximately 100 customer complaints. No new app or carelink releases occurred during this period. Investigation ruled out backend issues, including the recent teneo maintenance release, and identified that failures occurred across multiple android versions 1016 but not on ios. Analysis indicated that clientside write timeouts of 10 seconds on android, combined with potential network or environmental factors, were likely contributors. Snapshot file size and connectivity type wifi vs. Cellular were not causative. Failures reduced after august 9, returning to baseline levels. Recommendations for the engineering team were made to increase the android write timeout to 60 seconds aligning with ios and pre2.9.0 behavior and enhancing mobile analytics to capture upload speed and file size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.